Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2020-00052. It was reported that the patient had their leads explanted and replaced on (B)(6) 2019 due to lead migration.

Manufacturer narrative:
The event of elective system explant/replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.